Manufacturer narrative:
Patient weight unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A lead extraction case commenced to remove 3 leads: two right ventricular (rv) lead and one right atrial (ra) leads due to bacteremia. It was reported that the first rv lead was taken out successfully. The next rv and ra leads were attempted to be removed with the use of multiple spectranetics devices. Lead locking devices (lld)s were used in both the remaining ra and rv leads. A 14f glidelight was used first and stalled in the innominate area. An 11f tightrail device was then used but physician stopped due to compromised lead integrity. A 16f glidelight was then used and successfully progressed down through the superior vena cava (svc) and into the right atrium. After several attempts to remove the leads, both of the ra and rv leads broke, with the lld's coming out of both leads in their entirety. All spectranetics devices were then removed from the patient and snaring was attempted to remove the broken ra and rv leads. During the snaring attempt to remove rv lead, the patients blood pressure dropped. It was reported that the patient's blood pressure was initially treated with pressors either prior to or as femoral snaring was attempted. However, when treatment was no longer successful in maintaining the patient's blood pressure, chest compressions began. A sternotomy was done revealing an svc tear, an innominate tear, and atrial perforation. These tears were quickly repaired; however, the patient had a poor prognosis post procedure. The patient passed away a few days later, on (B)(6) 2019. Subsequent information was collected by philips representative after the case. This follow up information confirmed there was no alleged deficiencies of any spectranetics device. The physician believed the glidelight device was suspect in both the svc/innominate and svc injuries; however the atrial injury was likely caused by snaring attempts.